Manufacturer narrative:
The reported event is inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "insufficient seal".the lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the latex temperature-sensing catheter product ifus were found to be adequate based on past reviews.

Event description:
It was reported that the new probe temperature was erratic upon placing and replaced with another new probe. The replaced probe was also erratic at first but then stabilized. Mss suggested that they had a faulty temperature probe but to check temperature with alternate source to confirm accuracy and ensure no other reasons for erroneous temperature readings such as a vent warmer being on